Event description:
It was reported that during a knee arthroscopy, this shaver handpiece used with this console started running on its own while laying on a mayo stand. There was no injury associated with this event.

Manufacturer narrative:
Investigation findings: the console was returned for evaluation. During functional testing of the console no faults were found.